Manufacturer narrative:
The farawave pulsed field ablation catheter was received at boston scientific's post market laboratory for analysis. Upon receipt at our post market quality assurance laboratory the device underwent visual inspection and functional testing. No outer abnormalities were observed. It was noted that the catheter was returned without a guidewire inserted. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The reported clinical observations were not confirmed by the analysis.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The non-boston scientific guidewire became entrapped within the pulmonary veins. The guidewire was advanced and freed; however, it became difficult to advance and retract within the catheter afterwards. The catheter and wire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The non-boston scientific guidewire became entrapped within the pulmonary veins. The guidewire was advanced and freed; however, it became difficult to advance and retract within the catheter afterwards. The catheter and wire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.